Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was set to start in AED mode after power on and had the ECG set to off in AED mode. The device was extensively tested with no discrepancies found. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer's biomedical engineer contacted physio-control to report that their lifepak 20e defibrillator/monitor had been used on a patient, but didn't register the patient's ECG. The device only displayed a dashed line. Without an ECG, the users were unable to deliver a defibrillation shock if needed. The patient was in cardiac arrest, the defibrillation pads were attached to the patient and the device was powered on. After being powered on, the device showed dashed lines on its screen. The hospital crew then checked the lead/pad connections, and determined they were correctly attached. An AED from another ward was brought in and attached to the patient; the patient's heart rhythm was pulseless electrical activity (pea) and no defibrillation shock was indicated. The patient expired.

Manufacturer narrative:
The device was set to start in AED mode after power on and had the ECG set to off in AED mode. The downloaded patient ECG record was reviewed and it indicates that the user placed the device into the manual mode after 1 minute and 38 seconds.  The device was extensively tested with no discrepancies found. Questions were sent to the customer contact to obtain more information on the patient event, but the customer did not provide any additional information. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.